Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for burn mark on the camera cover (plastic distal end cover) is traced to component failure. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign objects on the nozzle and burn mark on the plastic distal end cover (c-cover). There was no patient involvement.